Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested, however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. The customer has not provided any additional information were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested, and received. What is the procedure name? The patient had a da vinci assisted laparoscopic left oophorectomy, lysis of adhesions, resection of endometriosis what is the procedure date? (B)(6) 2022. What date did the reaction occur on? No answer. What does the reaction look like and how large of an area does the reaction cover? I¿ve attached the images the patient shared with us. She did not share the dates the reaction developed but returned for evaluation on (B)(6) noting ¿rash¿ had spread to under breasts and left groin area. Do you have any pictures of the reaction? No dates provided on images. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. She was prescribed claritin, medrol dosepak, bactrim, keflex during the follow up visit. Can you identify the lot number of the product that was used? I do not have lot number information for the dermabond. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Per the physician, dermabond was used for a previous procedure in 2018 with minimal reaction and otc topical hydrocortisone was advised. Additional information has been requested, however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a da vinci assisted laparoscopic left oophorectomy, lysis of adhesions, resection of endometriosis on (B)(6) 2022 and topical skin adhesive was used. Post-op, patient reported an adverse reaction following the use of adhesive. On (B)(6) 2022 noting ¿rash¿ had spread to under breasts and left groin area. Patient was prescribed claritin, medrol dosepak, bactrim, keflex during the follow up visit. No further information was provided. No device will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. I have asked the account for this information but they have not responded yet. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.